Event description:
It was reported that the asymptomatic patient presented in the clinic for the non-invasive programmed stimulation. Upon interrogation, the implantable cardioverter defibrillator exhibited premature battery depletion. On (B)(6) 2017, the device showed the continuous dropping of the battery capacity. On (B)(6) 2017, the device was explanted and replaced. No further information was available.

Manufacturer narrative:
No conclusion code available. Final analysis found the reported premature battery depletion was confirmed in the laboratory. High current was observed during bench testing and was traced to the main power supply of the electronics module. The cause of the high current was not isolated further. The battery performance was consistent with the current demand of the electronics.

Event description:
New information on (B)(6) 2018 stated that the patient was stable throughout the whole procedure.